Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer reported that the insulin pump did not alarm when it supposed to. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The customer mentioned that the blood glucose was going high. The customer declined to troubleshoot for high blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The auto suspend and suspend features working properly. The insulin pump was suspended and monitored for 24 hours, the insulin pump auto suspend was programmed to 1 hour and monitored, auto suspend worked properly. No audio or beep anomalies were noted. The insulin pump had minor scratched display window and case.